Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient had a lead revised one day after implant. In addition, the patient was experiencing a significant amount of pain. No information could be obtained through follow-up attempts with the clinic. The lead remains in use. No patient complications have been reported as a result of this event.